Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break and foot detachment were confirmed based on the returned device condition. The reported suture malposition could not be replicated in a testing environment as the suture trimmer, plunger, suture, link, posterior needle, and both cuffs were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported guide break appears to be related to high angle of insertion during device placement. The reported foot detachment appears to be related to a poster needle deflection during deployment. A conclusive cause for the reported information that the sutures came out of the anatomy and as a result the knot was not possible to be made (suture malposition) could not be determined as the suture trimmer, plunger, suture, link, posterior needle, and both cuffs were not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
Additional information received: return device analysis noted that the guide separated at the distal end of the guide tube. In addition, the device was returned with the posterior foot separated and not returned. Follow-up with the account confirmed that the guide tube separated and was noticed during the procedure. The separated guide tube occurred at the beginning of the procedure and was removed easily without leaving any pieces in the patient. In addition, it was confirmed the foot separated during the procedure. All failures occurred to the same device. There was no surgery performed to remove the separated foot as it was pulled out from the anatomy without leaving any pieces in the patient. There was no adverse consequences and patient was discharged. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the sutures came out of the anatomy and as a result the knot was not possible to be made. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.